Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had seen their urologist and the urologist wanted the patient to be able to use the ins. The caller stated the patient had not been able to use their device due to a lost programmer which has forced them to self-catheterize. Additional information was received on 2019-jul-09 from a healthcare provider (hcp) indicating that self-catheterizing was not standard of care for the patient, it was a new intervention. The hcp did not know how long the patient had to self-catheterize because they had been moved around the prison system and they were not sure when the programmer became lost. No further complications were reported.